Event description:
The device was returned due to the pump having a bubbled downstream occlusion sensor seal. The results of the investigation found that the device's downstream occlusion (dso) seal was detached, and the dso sensor was not detecting the pressure. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a detached downstream occlusion (dso) seal as well as a defective dso sensor. The dso seal and sensor were replaced to fix the issue.